Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called needing assistance rewinding his insulin pump. Customer's blood glucose was over 600 mg/dl. He stated his blood glucose is high because the insulin he was using was bad. He said he got a bad batch from his pharmacy. Customer declined troubleshooting for high blood glucose. He was advised to call back if his blood glucose remains high. Nothing further reported.